Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a patient wanted her device reprogrammed to get better relief for "worsening lower extremity neuropathic pain" and to trouble shoot the issue of "occasional shocking sensation in the back." It was stated that this has been going on for "some time now." It was noted that the patient would have "occasional falls," but "not bad ones." The patient met with a company representative and impedance testing was done. The impedance values for electrodes 6 and 7 were greater that 10,000 ohms and they were both used in programming. The program was "reconfigured" for back relief without using those electrodes. It was noted that other programs were "adjusted" for better pain relief and coverage. It was stated that the patient felt the symptoms in her back "high up between thoracic and pocket incision." It was reported that the patient was alive with no adverse event or injury.